Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that the device battery voltage had dropped from 2.96 volts to 2.76 volts in the past year. It was noted that the device is programmed to nominal battery voltage, no shocks have been delivered and pacing has not been reported. It was further reported that three months later the device battery seemed to drain quick and that the battery voltage had dropped to 2.71. The longevity tool was predicting 0-3 months until elective replacement indicator and early batty depletion was suspected. It was later reported the device reached eri. The device was explanted and replaced and the monitor status is unknown. No patient complications have been reported as a result of this event.